Event description:
It was observed that during the device evaluation, the video scope exhibited foreign objects are coming out of the leading edge due to blockage of the bi-optical channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the treatment device used in the case got stuck, or that the condition of the treatment device caused the blockage. Material could not be identified nor conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.